Manufacturer narrative:
Investigation summary: investigation into this event showed that no other pt samples were affected, and that qc results were acceptable. Repeat testing yielded results consistent with the original result. Dilution of the negative sample resulted in positive results. No further sample remains for add'l testing. The pt is a known hepatitis b chronic carrier. Based on the results obtained upon dilution and the pt status, the most likely root cause of the event is the presence of an unk interferent in the pt's sample.

Event description:
A customer observed a false negative ahbc result on a known positive pt sample. False negative results may lead to inappropriate physician action. The biased result was reported and questioned by the physician. There was no report of pt harm as a result of this event.